Event description:
It was reported that the patient experienced muscle stimulation on the left side when the patient bent over. The patient was seen in clinic and complete loss of lv capture was observed. Lead was turned off until replacement and patient symptoms were resolved. During revision surgery, lead was found to be dislodged. Lead was removed and the lv port was plugged until the patient can go for epicardial lv lead implant surgery. There were no adverse consequences to the patient. Patient¿s condition was stable.